Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The customer complained of difficulties reading the meter test results due to horizontal multi colored lines across the screen. It was noted that there was no damage to the display/meter. No specific examples of result misinterpretations were provided to the reporter. No patients were harmed as a result of the malfunction. The display issue complained about could cause results to be misinterpreted.

Manufacturer narrative:
The patient's meter was returned for investigation. The display functionality was checked and the meter beeps when powered on, but display has numerous rows of black pixels. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The representation of the results overlays the black lines as the contrast of the lines is weaker than the rest of the representations in the display. The results were determined to be readable. The returned display assembly is found to be defective.